Event description:
It was reported that the balloon wouldn't inflate on the 1st attempt during a sub-clavian angioplasty. The catheter was removed and replaced with another of the same make and type to successfully complete the procedure without further complications being reported.